Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter on post operative laparoscopic gastric bypass, the patient had a post op bleeding and upon scoping, it was found that the gastrojejunostomy was leaking. To resolve the issue, the patient was brought back in and the staple line was over sewed.